Event description:
It was reported that a superior vena cava (svc) alert was observed on the device. The svc port on the device is plugged, as there is a right ventricular (rv) coil-only lead currently active. The alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).